Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with subtotal abdominal hysterectomy, abdominal enterocele repair, abdominal sacral colpopexy and cystoscopy due to symptomatic fibroid uterus, uterovaginal prolapse, enterocele and cystocele. It was reported that following insertion the patient experienced worsening incontinence, urinary tract infections, vaginal scarring and painful intercourse. It was reported that patient underwent mesh revision on (B)(6) 2013. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.